Manufacturer narrative:
(B)(6). (B)(4). Evaluation summary: the ICD was returned from the field and was evaluated. Longevity estimations show the battery voltage was normal based on device usage. (B)(4).

Event description:
Although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically following the advisory.